Event description:
Customer reported he had an insulin reaction at home. Paramedics were called to the customer's home and customer was treated. Troubleshooting was performed and pump passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.